Event description:
Per the clinic, the patient experienced headache, pain near the implant, redness at the magnet site and residual scabbing at the incision site. Hardware exchange attempts were made; however, the issue could not be resolved. The device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.